Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the navigation system would not connect to the imaging system. The navigation system entry in the mobile view station (mvs) failed verification and did not appear as an igs server in the navigation connection. The manufacturer representative (rep) was able to push images from the imaging system to electronic picture archiving and communication systems (pacs) and had previously used the imaging system to push to a different navigation system. The rep changed the navigation ip address to that of another system and was able to connect to the imaging system (ip's were the same except the last octet). There was less than an hour delay to the procedure. No impact on patient outcome. Follow-up with the manufacturer representative (rep) determined that the procedure type was a cranial biopsy.

Manufacturer narrative:
The software investigation determined that the behavior described is the intended behavior of the software. Software is functioning as designed. No failure found. Eval if information is provided in the future, a supplemental report will be issued.